Event description:
It was reported that the patient presented inpatient at the hospital. Upon review, the implantable cardioverter defibrillator exhibited competitive atrial pacing resulting in inappropriate automatic mode switch. After reviewing a merlin net strip, the physician suspected atrial under-sensing. Programming changes were performed. The patient condition was stable.